Manufacturer narrative:
A product investigation was completed: the tip with the hexagon and a piece of the thread is broken off. The broken part was not returned. The impactor is in used condition. There are strong hammer marks on the striking head. The rest otherwise is still in good condition. The manufacturing documents were reviewed and no complaint related issues were found, this device was manufactured in july 2015 according to the specification. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. The inner diameter at the breaking point was measured and shows conformity. The outer diameter of the thread was measured and shows conformity. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that the impactor was not fully captured with the pfna blade and the breakage occurred due to the insufficient connection whilst inserting with the hammer. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed on part # 03.010.410, lot # 9478510: manufacturing location: (B)(4), manufacturing date: 03. July 2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the proximal femoral nail antirotation (pfna) surgery on (B)(6) 2017, while locking the pfna blade, the threaded end of the impactor broke. No fragments were generated from the broken device. The surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. This is report 1 of 1 for complaint (B)(4).